Event description:
It was reported that the patient experienced two hypoglycemic episodes while using a dexcom g7 with the ilet system, with lowest continuous glucose monitor readings of 54 and 55 mg/dl, after increased physical activity and announcing a reduced breakfast; the patient treated with orange juice and then ate a meal while still low, after which glucose rose to 86 mg/dl and fell again, and the patient received education on treating lows first and announcing meals and snacks based on carbohydrate content. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication with the patient and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.